Manufacturer narrative:
(B)(4).

Event description:
Reportedly, during a follow-up on (B)(6) 2018, it was found that the patient received an inappropriate shock resulting from noise oversensing. No anomalies suggesting ICD lead issue were observed. Some parameters were reprogrammed (ventricular sensitivity was changed from 0.4mv to 0.6mv and ventricular fibrillation ¿vf¿ persistence was increased), and the patient will continue to be monitored.